Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cycler peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event(s) of an unspecified infection, which precipitated the patient¿s transition to hemodialysis (hd) therapy for renal replacement therapy (rrt). The etiology of the patient¿s infection is unknown; therefore, causality cannot be firmly established. However, during follow-up the peritoneal dialysis registered nurse (pdrn) attributed the event(s) to the way in which the patient performs peritoneal dialysis (pd) therapy and is unrelated to any fresenius product(s). Limited additional information precludes a more extensive and meaningful investigation. Chronic kidney disease (ckd) patients altered immune response, predisposes ckd patients to an increased risk of infections. Based on the information available, the liberty select cycler, and/or liberty cycler set can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed the serious adverse event(s).

Event description:
A peritoneal dialysis (pd) patient contacted technical support to cancel their supply order. The patient stated that they had contracted another infection and they would be going into in center hemodialysis for a while. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the infection had nothing to do with fresenius products. The pdrn stated that the infection has something to do with the way the patient does their dialysis treatment. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed scuff marks on the top of inside pump door and adjacent edge of top cover cabinet. The simulated treatment was completed. During multiple drain phases, draining slowly messages occurred, as-expected due to the tidal drain volume settings being larger than the programmed tidal fill volume setting. The drain phases were bypassed after the pseudo patient bag was emptied in the drain phases to advance the treatment test. The resulting treatment data sheet reflects the programmed treatment settings. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.